Manufacturer narrative:
No physical damage to cartridge holder, or inpen front and back shell was noted. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 0.663v. Battery and electronics were found corroded. Unable to perform baseline wireless/functionality test or displacement dose accuracy test. Inpen passed front cap investigation. In conclusion: it was determined the cause of inpen not pairing was caused by fluid intrusion to the battery. Unable to verify alleged high bg. The patient complaint of inpen not working could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose. The customer reported a blood glucose value of 801 mg/dl. The customer reported hyperglycemia was treated with the manual injection/insulin pen and hospitalization. The event involved products mmt-105elpkna. Troubleshooting was not performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. Mmt-105elpkna was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.